Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during transobturator tension-free vaginal tape placement procedure performed on (B)(6) 2007 for the treatment of stress urinary incontinence. Throughout the procedure, there were no complications noted. The procedure was well tolerated by the patient, who was brought to the recovery room in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2007, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.